Event description:
Viveve does not believe this meets the criteria for a reportable event per the FDA medical device reporting for manufacturers, guidance issued july 9, 2013. Viveve is reporting for completeness. Product was returned november 16, 2017 and an investigation has been initiated. (B)(6) 2017 - treating physician report: there was a popping noise when one of the 220 pulses was delivered that caused patient to jump; patient was in a lot of pain for a couple of seconds. Treatment was finished with no other issues. Patient said that she was doing fine after treatment, but called the next day saying that she had a lot of pain. Patient came in on (B)(6) 2017 for an evaluation. Per treating physician, there were no other symptoms; exam looked and felt normal; patient was very tender with speculum, pain seemed generalized; could not determine where the pain was coming from patient saw her ob/gyn on (B)(6) 2017 and exam was normal, but gave her a suppository for the pain. (B)(6) 2017 - patient reported: "felt like a surge of electricity went through my whole body..." "When treatment was over my vagina felt hot and as the day progressed the heat went away and I began to feel pain that felt like fire ant bites throughout my vagina" prescribed lidocaine, and tried putting ice "down there", but neither helped. Examined by her gynecologist on (B)(6) 2017 - gynecologist said tissue looks ok. No blood or discharge from vagina. "Feels like the whole vagina has a bad sunburn." Pain has not improved since the day of the treatment. As of the time of this report, patient has refused to share medical records.